Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection, and the leads were being infected. The patient's re-implantation was not done due to currently on do-not-resuscitate (dnr) and hospice status. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.